Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 90 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer hung up the phone and no further information was provided.